Event description:
It was reported to boston scientific corporation that stone cone nitinol retrieval coil was used in a transurethral lithotripsy procedure. The patient was reported to be a male over 18 years of age. (Patient identifier, date of birth, age at time of event, and weight are unknown). According to the complainant, the procedure involved using laser and was almost completed when they attempted to retract the coil of the device into blue sheath. The tip portion of the device became detached and fell into the patient. The tip fragment was removed successfully during the same procedure. The patient's condition was reported as good. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The lot number is not known per complainant; therefore, the device manufacture date and expiration date can not be determined. (B)(6).

Event description:
It was reported to boston scientific corporation that stone cone nitinol retrieval coil was used in a transurethral lithotripsy procedure. The patient was reported to be a male over 18 years of age. (Patient identifier, date of birth, age at time of event, and weight are unknown). According to the complainant, the procedure involved using laser and was almost completed when they attempted to retract the coil of the device into blue sheath. The tip portion of the device became detached and fell into the patient. The tip fragment was removed successfully during the same procedure. The patient's condition was reported as good. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Analysis of the returned stone cone nitinol retrieval coil revealed peeling and kinking along the blue sheath and an accordion defect on the white heat shrink. The distal tip was broken off from the center of the cone to the distal ball with a portion of the cone stuck inside the blue sheath. A functional evaluation was performed and noted the basket was unable to open or close. A device history record review was not performed as the lot number is unknown. The defects identified on the device were most likely caused by a laser used during the complaint event; therefore, the most probable toot cause for this complaint is caused by other device.